Event description:
A cable connected to a laparoscopic scissor during a laparoscopic cholecystectomy case, began to smoke and spark. The sparking was at the connection between the scissor and cable. The cable was immediately removed and replaced with another cable. No injuries were reported.